Event description:
Elective admission for atrial septal defect (asd) closure. A 15-mm amplatzer septal occluder was placed under general anesthesia. Post op, the patient had bloody urine and poor appetite. A chest x-ray and echo confirmed displacement of the septal occluder. Patient was transferred to another hospital for treatment.